Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6), 2006 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: concomitantly on (B)(6) 2006, the patient underwent a laparoscopically assisted vaginal hysterectomy and right salpingo-oophorectomy. During 2010 and 2011, she began to experience stress urinary incontinence, back pain, shooting pains to the vagina and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02519. The same patient is represented in each medwatch.